Event description:
This report summarizes nine malfunctions. A review of the reported information indicated that model dl900f. Vena cava filter allegedly experienced malposition of device. These reports were received from various sources. All nine events involved a patient with no reported patient consequences. Of the nine reported patients, seven patients ranged from 42 ¿ 76 years of age, six patient weight ranged from 80 ¿ 192 kgs. Of the reported patients, two were female and seven were male; however, other patients age, weight and gender were not provided.

Manufacturer narrative:
H10: of the ten reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2019-01679 and emdr 1653225. H10: for the remaining nine reported malfunctions, seven lot numbers were provided and lot history reviews were performed. There were no devices returned for any of the nine malfunctions. Of the nine reported malfunctions, eight provided medical records for review, one of which also provided medical images. Of the nine reported malfunctions, malposition of device was confirmed for one malfunction. Malposition of device and patient device interaction problem were confirmed for one malfunction. The remaining seven malfunctions were inconclusive for malposition of device. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. H10: d4 (gfyi2715, gfxi1488, gfzg3077, gfyg2723, unknown), g4 h11: b5, g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: for the ten reported malfunctions, eight lot numbers were provided and lot history reviews were performed. There were no devices returned any of the ten malfunctions. Of the ten reported malfunctions, nine provided medical records for review, one of which also provided medical images. Of the ten reported malfunctions, the investigations for two of the malfunctions were confirmed for malposition of device. The remaining eight malfunctions were inconclusive for malposition of device. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot number: gfyi2715, gfxk3041, gfxi1488, gfzg3077, gfyg2723 , unknown), g4 h11: b5, g1, h6 (device) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes ten malfunctions. A review of the reported information indicated that model dl900f. Vena cava filter allegedly experienced malposition of device. These reports were received from various sources. All ten events involved a patient with no reported patient consequences. Of the ten reported patients, eight patients ranged from 42 ¿ 76 years of age, six patient weight ranged from (B)(4) ¿ (B)(4) kgs. Of the reported patients, two were female and eight were male; however, other patients age, weight and gender were not provided.

Event description:
This report summarizes ten malfunctions. A review of the reported information indicated that model dl900f. Vena cava filter allegedly experienced malposition of device. These reports were received from various sources. All ten events involved a patient with no reported patient consequences. Of the ten reported patient, seven patients ranged from 42 ¿ 70 years of age, six patient weight ranged from 80 ¿ 149 kgs. Of the reported patients, two were female and seven were male; however, other patients age, weight and gender were not provided.

Manufacturer narrative:
H10: for the 10 reported complaints, eight lot numbers were provided, the devices were not returned to bd and evaluated. Of 10 reported device, filter tilt was confirmed for one device. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. H10: d4 lot number:( gfyi2715, gfxk3041, gfxi1488, gfzg3077, gfyg2723 , unknown). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the 10 reported complaints, eight lot numbers were provided, the devices were not returned to bd and evaluated. The company is still investigating the issue at this time. Lot number: gfyi2715, gfxk3041, gfxi1488, gfzg3077, unknown.

Event description:
This report summarizes ten malfunctions. A review of the reported information indicated that model dl900f. Vena cava filter allegedly experienced malposition of device. These reports were received from various sources. All ten events involved a patient with no reported patient consequences. Of the ten reported patient, seven patients ranged from 42 ¿ 70 years of age, six patient weight ranged from 87 ¿ 149 kgs. Of the reported patients, two were female and seven were male; however, other patients age, weight and gender were not provided.